Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastroplasty procedure, during the stapling of the stomach (antrum), after the second shot in the antrum the handle became hard and it broke. They replaced the device to complete the case. No patient injury.